Event description:
It was reported that during the implantation procedure, the netscrew on this pacemaker was not working correctly, it would not turn. Therefore, the device was not implanted.

Manufacturer narrative:
The analysis from the manufacturer is pending.